Event description:
A foreign in material was adhered to the catheter. It was found 13 days after placement. In 2004 it was determined the returned product is the detached shrink wrap tubing. Change to MDR.